Event description:
Pulmonary artery catheter (swan ganz) inserted. Catheter was checked with saline flush prior to insertion. The catheter was connected to the monitor but failed to measure cardiac output. Initially the monitor and cables were switched without improvement in the monitoring. At the end of the case the catheter was changed out by the anesthesiologist and was working properly.